Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4). Final device analysis of the pump revealed the following: there was a low battery of unknown cause found. The battery had a high but passing resistance of 299 ohms. The pump received complete destructive analysis and no other anomaly that could result in a low battery reset was found.

Event description:
The pump was returned with no information.